Manufacturer narrative:
Section b3: event date is estimated. A patient experiencing high impedance was reported to abbott. The patient¿s lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's ipg had been moving in the pocket site. Additionally, one of the patient's leads had migrated and the other had high impedance. It was noted that the patient was experiencing a lack of therapeutic efficacy. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's ipg pocket site was relocated, and the patient's leads were explanted and replaced. Therapy was restored post operatively.